Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: the device was received for evaluation in dry condition with an open pouch. Visual inspection was performed and a missing large blue pull ring to the patient connector outside an open pouch was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap of a homechoice cassette was missing. The cap was not inside the pouch. This was identified before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.